Manufacturer narrative:
The event occurred in hong kong. It was reported that the flow values are incorrect on the rotaflow console. The device was replaced during patient treatment with another rotaflow console. There was no harm to the patient or any person. Based on the information that the device was exchanged during patient treatment, a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and it could be confirmed that the flow reading is too low. The rf control board (article number 701034051) has been replaced which solved the problem. The device passed all tests according to the factory specifications and is cleared for clinical use. Based on these investigation results the reported failure could be confirmed. The affected control board was investigated by the getinge lifecycle engineering (lce) with the following outcome: during the investigation no malfunction could be observed. The displayed flow values were within the specified accuracy as compared to a calibrated flow meter. No indication for a drift of the flow measurement could be observed. All known technical failure modes of the controller board with influence on the displayed flow value result in error messages and a pump stop. A possible failure mode for a static offset of the flow measurement over the complete measurement range is a missed or faulty zero calibration (IFU, chapter 5.5.1 [1]). This must be performed before every application and after the rfc or rfd has been changed. Skipping the calibration or failure to clamp the tube can result in a flow offset of up to 1 lpm. The review of the non-conformities has been performed on 2025-09-29 for the period of 2018-10-01 to 2025-09-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2018-10-01. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred in the hong kong market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number: k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number: 701051697.

Event description:
The event occurred in hong kong. It was reported that the flow values are incorrect on the rotaflow console. The device was replaced during patient treatment with another rotaflow console. There was no harm to the patient or any person. Based on the information that the device was exchanged during patient treatment, a report is required. Complaint ID: (B)(4).